Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to a product performance issue. On (B)(6) 2016 - we were notified that this ra lead was explanted due to dislodgement. The physician tried to reposition the lead, but there was tissue in the helix.